Event description:
An upgrade of our compurecord patient charting program from version d.02 to f.00 was necessary to allow operation with baytech's new model ds3 acquisition unit. (Our existing m4 and m8 models are no longer available.) After the upgrade was completed, users reported that a "comm port 1 fail" error message was occurring periodically on the anesthesia machine. It was determined that on apollo anesthesia machines using the m4 or m8 units, the "comm port 1 fail" message was displayed briefly at ten second intervals, although the actual patient data acquisition and recording seemed unaffected. For apollo machines using the ds3 unit, there is no error message, but the acquired patient data in the compurecord chart appears for 15 seconds and disappears for 30 seconds, producing periodic gaps in the patient's saved data record.====================== health professional's impression======================recurring comm port fail alarms are a distraction for the anesthesiologist and may cause genuine alarm messages to be overlooked. Frequent gaps in the patient's data record are not acceptable.====================== manufacturer response for anesthesia machine, apollo======================drager tech support affirmed that all source code for their medibus protocol is provided to vendors. There are two software versions current in apollo machines; ver 3.21 and ver 4.10. It's possible that compurecord software may be qualified to one version and not the other.====================== manufacturer response for patient charting program, compurecord======================initial reply was that compurecord periodically polls the comm port looking for information, and that the "comm port 1 fail" message was "normal" for version f.00. There was no comment about repeated 30-sec periods of lost patient data.after additional communication, philips is investigating compatibility of version f.00 with both drager software versions and the baytech ds3 unit.====================== manufacturer response for digital acquisition unit, baytech======================MFR provided information that obsolete models m4 and m8 contained internal digital memory. Newer model ds3 is a digital switch only and contains no internal memory.